Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that multiple bg meters were used throughout the same sensor session. It should be noted that the instructions for use for the animas&#59414;ibe insulin pump and cgm system states: always use the same bg meter for calibration for each cgm session. Do not switch your bg meter in the middle of a cgm session. However, a root cause for the reported inaccuracy cannot be determined.